Event description:
Upon the fourth firing, stapler only allowed the surgeon to advance firing gauge 10% of the way before it locked up. Knife did not engage but some staples deployed. No harm noted to patient. Reload #1: tcr10, lot number: t40tou, exp: 7/31/2024. Reload #2: tcr10, lot number: t40m2y, exp: 4/30/2024. Reload #3: tcr10, lot number: t40m2y, exp: 4/30/2024.